Event description:
It was reported that the patient was in the hospital for an open heart procedure for unknown reason when he experienced syncope due to a ventricular tachy arrhythmia two days post surgery. The arrhythmia was classified as a torsades de points episode and was successfully converted with external defibrillation. Interrogation revealed intermittent undersensing of the episode as the rate was below the device detection rate. The device was reprogrammed and defibrillation was turned off due to the patients poor health. The patient later expired unrelated to device function.